Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information was obtained regarding the potential revision procedure. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, the device and right ventricular (rv) lead exhibited low out of range impedance measurements, noise, oversensing and loss of capture. It was noted this patient was not pacemaker dependent as there was conducted atrial fibrillation. It was indicated the rv lead and device would likely be replaced. No adverse patient effects were reported.